Manufacturer narrative:
Investigation summary: material #: 364815; lot/batch #: unknown. Bd received 4 photos investigation. The photos were reviewed and the indicated failure modes for short count and missing label information was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure modes short count and missing label information. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® one use holders the shelf packaging was missing the lot number and manufacture date. There was also a short count of units in the packaging. There was no report of adverse impact to patients or users.

Manufacturer narrative:
D4. Medical device lot#: unknown. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed

Event description:
It was reported prior to using bd vacutainer® one use holders the shelf packaging was missing the lot number and manufacture date. There was also a short count of units in the packaging. There was no report of adverse impact to patients or users.